Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels up to 500 mg/dl in the past six months. Patient stated every time her blood glucose level increases the plaster of the infusion set detaches together with the cannula from the infusion site. Patient reported the plasters do not glue to the skin. Patient stated she thinks the plasters are defective. No adverse event reported. Requested return of the alleged infusion sets for evaluation.